Manufacturer narrative:
Analysis found an insulation abrasion on the is-1 branch exposing the proximal coil at 7 cm from the connector pin. A second abrasion was noted at 19.7 cm from the connector pin. The proximal cables were visible but not abraded. The abrasions are consistent with friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple shocks due to noise on the atrial and ventricular leads. The noise on the ventricular channel was classified as vf. The ventricular pacing lead impedance had decreased significantly. X-ray showed that the rv lead was bent.